Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Correction to the MFR number in the previous follow-up report 001. Follow-up report 001 was originally submitted, in error, as 3004753838-2015-06198. This report is intended to provide the same content which was already reported in the previous follow-up report 001 submission, but under the correct MFR number 3004753838-2016-06198 to ensure it can be correctly associated with the applicable initial medwatch report.

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.